Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it alarming for "system fault" and rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device alarmed for "system fault" and began rebooting by itself during use. In this condition, the device would be inoperable. There was patient use associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue. The reporter advised that the patient's wife was present during the event and was able to respond swiftly (details not provided) to care for her husband. Medical intervention was necessary in order to prevent permanent impairment/damage to the patient, as the patient has amyotrophic lateral sclerosis (als) and requires 24/7 invasive ventilation (tracheostomy). No further details about the patient or the event were provided.